Event description:
Customer reported power cord frayed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. The affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity® 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity® 4 birthing bed. Inspect the power cord and plug for cuts, nicks, or breaks. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.